Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, the right atrial lead dislodged, observed under fluoroscopy. The lead was not able to be retracted although several attempts were made. The lead was not used and replaced. The procedure was completed without further adverse consequences to the patient.